Event description:
It was reported that the right ventricular (rv) lead coil had high impedance. During the lead revision it was noted that the connector pin was not properly connected into the device. The lead was reconnected and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).